Event description:
Legal counsel for patient reported that the patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, soreness, dysfunction, elevated metal ion levels, loss of range of motion, metallosis, metal poisoning, and lack of mobility. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 and a right hip revision was performed on (B)(6) 2012. Another right hip revision procedure took place on (B)(6) 2015 as the patient allegedly continued to experience pain. A review of invoice history confirmed all surgery dates except the left hip revision that was alleged to have taken place on (B)(6) 2012. Invoice history suggests that the modular head and acetabular cup were replaced with competitor acetabular components and a biomet ceramic head on (B)(6) 2012. Review of invoice history indicates the ceramic head and taper were replaced on (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Legal counsel for patient reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2007 and an initial right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, soreness, dysfunction, elevated metal ion levels, loss of range of motion, metallosis, metal poisoning, and lack of mobility. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 and a right hip revision was performed on (B)(6) 2012. Another right hip revision procedure took place on (B)(6) 2015 due to patient allegations of pain. A review of invoice history confirmed all surgery dates except the left hip revision that was alleged to have taken place on (B)(6) 2012. Invoice history suggests that the modular head and acetabular cup were replaced with competitor acetabular components and a biomet ceramic head on (B)(6) 2012. Review of invoice history indicates the ceramic head and taper adapter were replaced on (B)(6) 2015. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip surgery prior to (B)(6) 2007 due to femoral acetabular impingement. It is reported that she had hardware in the hip that was removed during the (B)(6) 2007 procedure. It is unknown what products were in her hip that were removed. Additional information received in operative report noted patient underwent a left revision on (B)(6) 2012 due to aseptic loosening of the acetabular component, pain, and elevated metal ion levels. Operative report further noted fibrous ingrowth and bone loss in acetabulum during the procedure. No acute inflammation was noted. The head and cup were removed and replaced with legacy zimmer cup and liner and legacy biomet head. Additional information received in operative report noted patient underwent a right revision on (B)(6) 2012 due to aseptic loosening of the acetabular component, pain, catching,and popping. Operative report further noted fibrous tissue ingrowth, cup migration, metallosis, weakening of hip abductor musculature, deficiency of posterior and superior rim of acetabulum during the procedure. Patient allegations of pain and cup migration on the right side since the (B)(6) 2012 revision were noted. Additional information received in operative report noted patient underwent a right revision on (B)(6) 2015 due to legacy zimmer cup loosening. The head and cup were removed and replaced. Operative report further noted clear fluid in the joint during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2015-03540 / 03544).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 5 MDR's filed for the same patient (reference 1825034-2015-03540 / 03544).

Event description:
Legal counsel for patient reported that the patient underwent an initial left total hip arthroplasty on (B)(6) 2007 and an initial right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, soreness, dysfunction, elevated metal ion levels, loss of range of motion, metallosis, metal poisoning, and lack of mobility. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 and a right hip revision was performed on (B)(6) 2012. Another right hip revision procedure took place on (B)(6) 2015 due to patient allegations of pain. A review of invoice history confirmed all surgery dates except the left hip revision that was alleged to have taken place on (B)(6) 2012. Invoice history suggests that the modular head and acetabular cup were replaced with competitor acetabular components and a biomet ceramic head on (B)(6) 2012. Review of invoice history indicates the ceramic head and taper adapter were replaced on (B)(6) 2015. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip surgery prior to (B)(6) 2007 due to femoral acetabular impingement. It is reported that she had hardware in the hip that was removed during the (B)(6) 2007 procedure. It is unknown what products were in her hip that were removed. Additional information received in operative report noted patient underwent a left revision on (B)(6) 2012 due to aseptic loosening of the acetabular component, pain, and elevated metal ion levels. Operative report further noted fibrous ingrowth and bone loss in acetabulum during the procedure. No acute inflammation was noted. The head and cup were removed and replaced with legacy zimmer cup and liner and legacy biomet head. Patient allegations of pain and cup migration on the left side since the (B)(6) 2012 revision were noted. Additional information received in operative report noted patient underwent a right revision on (B)(6) 2012 due to aseptic loosening of the acetabular component, pain, catching,and popping. Operative report further noted fibrous tissue ingrowth, cup migration, metallosis, weakening of hip abductor musculature, deficiency of posterior and superior rim of acetabulum during the procedure. Additional information received in operative report noted patient underwent a right revision on (B)(6) 2015 due to legacy zimmer cup loosening. The head and cup were removed and replaced. Operative report further noted clear fluid in the joint during the procedure.